Event description:
A non health care professional reported that after surgery, the patient experienced blurry vision when reading. Clinical reason being mentioned as iol (intraocular lens) malfunction. The iol was explanted and exchanged for an unknown monofocal lens following the secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Each lens is subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that the lens was implanted (B)(6) 2016. The replacement lens information was not provided. The onset of the near vision issue was not provided. Due diligence has been performed in an attempt to obtain further information on this event. The facility has not responded to requests for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has received it states that patient had mechanical complication of intraocular lens and need lasso suture of lens. There is no impact to the patient.